Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: fielder fc, rotawire, guide cath: jr4, britetip 7 f. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. It was reported the lesion was heavily calcified with 99% stenosis, which may have contributed to the resistance. As the catheter was eventually able to cross the lesion, the reported physical resistance appears to be related to the operational context of the product. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the mini trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is likely that the balloon material was damaged (scratched) during interactions with accessory devices, or the heavily calcified lesion such that the balloon ruptured upon the fifth inflation at 12 atmospheres which is below the rbp. A search of the lot history record indicated no non-conforming material records for the lot related to the incident. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in the heavily calcified and mildly tortuous distal right coronary artery, the 1.2 x 12 mm mini trek dilatation catheter was advanced with some resistance into the patient anatomy. The mini trek was able to cross the target lesion and pre-dilatation was performed; however, during the fifth inflation, the balloon ruptured at 12 atmospheres. The device was removed from the anatomy without resistance. Rotablator was used at the target lesion and further dilatation was performed with a non-abbott dilatation catheter. There was no adverse patient effect and no clinically significant delay. Though requested, no additional information was provided.